Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 600 (mg/dl). Customer administered a bolus with the pump, administered an insulin injection, and rotated all of their pump supplies to treat bg level. System check with tandem technical support revealed that the customer's bg test strips were expired. Otherwise, system check indicated pump was performing as intended. Customer requested to end the call with tandem technical support and contact their health care provider who advised customer to go the hospital for evaluation. Customer's bg level was tested and confirmed at greater than 600 (mg/dl) during their transfer to the hospital by emergency medical services. Customer was admitted to the hospital on (B)(6) 2016, and while in the hospital, customer remained on the pump therapy and was treated with saline. Customer was released from the hospital on (B)(6) 2016 with an increased temporary basal rate per health care provider request. Customer reported that their bg levels have returned to target range.